Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) lost aorta and left ventricle waveforms when patient was moving and a controller error alert came up. After the patient was repositioned waveforms came back and the alarm disappeared. However, the issue reoccurred, and the aic was replaced. No patient harm has been reported, and the patient remains on impella support.

Manufacturer narrative:
The investigation for automated impella controller (aic)- loss of opm data and aic - controller failure (red alarm) has been completed. The controller was received for investigation. Data logs reviewed and device analysis was performed and the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15387: d6a should have been blank. E4 should have been blank. G1 reporting contact fax number missing. G4 PMA/510(k)number missing.